Event description:
The second pt complains of nausea about 1 1/2 hours into the treatment. He was given saline, discharged home and was admitted to the hosp the next day for nausea, hyperkalemia and acidosis. There were no machine problems reported. All machine tests were reportedly done and within acceptable range.

Event description:
A facility reported that 2 pts who were dialyzed on the same machine were admitted to the hosp for acidosis. The first pt became hypotensive and complains of nausea and vomiting 2 hrs into the treatment. She was admitted to the hosp and was found to be acidotic and hyperkalemic. There were no machine problems reported. All machine tests were reportedly done and within acceptable range.